Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 10-dec-2025 e.1. Initial reporter city: elmhurst e.1. Initial reporter facility name: (B)(6). H.1 imdrf annex a grid (1):a0504 - leak / splash (1354) investigation summary: bd received 90 samples for investigation. Evaluation of the returned samples indicated damaged tubing. Additionally, 10 retained samples were visually inspected, and no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. Bd has initiated further root cause investigation relating to the issue of holes intubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, unspecified number of units displayed perforated tubing on the wingsets. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, unspecified number of units displayed perforated tubing on the wingsets. No adverse impact was reported regarding the patient or user.